Event description:
It was reported that the bronchovideoscope had no image. The issue was observed during a therapeutic transurethral resection of the prostate procedure. The procedure was completed with an olympus back-up device with no reported delay. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.